Event description:
Flotec manufactures regulators that can be used with ventilators. It was reported to flotec that 3 ventilators had low oxygen alarms while the regulator was connected. Patients were involved. Outcome is unknown. Because ventilator failure can result in hypoxia, flotec is reporting this incident out of an abundance of caution. Report will be updated when more information is known.